Event description:
It was reported that device interaction and embolization occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). A watchman access system was positioned at the laa. A 31mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured four (4) times. The physician was unable to obtain a position that met release criteria. The 31mm wds was fully recaptured and exchanged for a 27mm wds. After three (3) partial recaptures, release criteria was met and the 27mm wds was released. After pulling the delivery system sheath back, the ice catheter was pulled back and struck the closure device causing it to embolize into the left ventricle, partly in the left ventricular outflow tract. Non-boston scientific goose neck and grasping devices were utilized in an attempt to snare the closure device across the inter-atrial septum, however difficulty was encountered. Arterial access was gained and a pigtail catheter was utilized unsuccessfully to try moving the closure device closer. A 18f sheath was placed in the artery and after a few attempts and use of various devices, the goose neck snare was able to capture and remove the closure device. Upon awaking the patient initially presented with mild stroke-like symptoms. Computed tomography was performed which was normal. The symptoms self-resolved and the patient was discharged.

Manufacturer narrative:
Media reviewed by bsc medical director: four intracardiac echocardiogram (ice) still images were provided for review. The first image showed a left atrial appendage with windsock anatomy. The three remaining images showed a deployed watchman closure device in the laa. The deployed closure device had a "marshmallow" shape which did not match with the reported 15-19% compression. One diameter measurement also appeared to be underestimated. The limited media did not allow for assessment of release criteria, however it is likely that the release criteria were not met. That, coupled with the interaction with the ice catheter likely contributed to the embolization.

Event description:
It was reported that device interaction and embolization occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). A watchman access system was positioned at the laa. A 31mm watchman flx closure device and delivery system (wds) were advanced. The wds was deployed and recaptured four (4) times. The physician was unable to obtain a position that met release criteria. The 31mm wds was fully recaptured and exchanged for a 27mm wds. After three (3) partial recaptures, release criteria was met and the 27mm wds was released. After pulling the delivery system sheath back, the ice catheter was pulled back and struck the closure device causing it to embolize into the left ventricle, partly in the left ventricular outflow tract. Non-boston scientific goose neck and grasping devices were utilized in an attempt to snare the closure device across the inter-atrial septum, however difficulty was encountered. Arterial access was gained and a pigtail catheter was utilized unsuccessfully to try moving the closure device closer. A 18f sheath was placed in the artery and after a few attempts and use of various tools, the goose neck snare was able to capture and remove the closure device. Upon awaking the patient initially presented with mild stroke-like symptoms. Computed tomography was performed which was normal. The symptoms self-resolved and the patient was discharged.